Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During preparation of the device, the clip operated as expected. During the first establish final arm angle (efaa) test of the procedure, the clip opened continuously to approximately 45-50 degrees. Troubleshooting was performed unsuccessfully. The clip was removed from the patient. A new mitraclip was selected and implanted successfully. The final mr was grade 1. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.